Event description:
On (B)(6) 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the lens had a broken haptic during injection necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the haptic was observed to be broken. The lens was explanted and exchanged without further incident during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of to "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv toric rao210t batch 085278452 showed that all manufacturing and quality checks were conducted with successful results. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in the blister tray; lens was sitting at the bottom of the tray. Preliminary inspection of the returned injector showed that the flaps were partly open, and that the plunger was fully retracted. Provided lens was inspected under x10 magnification and was found to be severely damaged. Following the injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was slightly torn, and there were visible traces of viscoelastic solution in the cartridge chamber and injector nozzle. To facilitate further testing of the injector, the injector was re-assembled using 1x rayone aspheric rao600c from rayner stock and was loaded and injected as per the IFU. Injection was successful, with no resistance experienced, and with no damage to the lens or injector post injection. A toluidine blue 0.5% dye test was performed on the injector's nozzle. This test has revealed irregularity in the injector nozzle coating. The irregularity in the nozzle coating may be an artefact of the initial injection and the force of expelling the lens exacerbated by the second test injection performed during product evaluation. Product return evaluation confirms the event as reported. Root cause of the reported fault could not be established. On product return inspection and testing completed, no rayone injector fault was found. Results of injector testing confirm that the device performs as intended/per design. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection of the lens at the point it became trapped may be the causative factor to the lens being delivered damaged in this case; however, root cause cannot be established. We can however from our findings exclude an injector related cause.

Event description:
On 14th october 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the lens had a broken haptic during injection necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the haptic was observed to be broken. The lens was explanted and exchanged without further incident during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not available for return. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of to "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv toric rao210t batch 085278452 showed that all manufacturing and quality checks were conducted with successful results. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the event.